Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since it was given as z code (unknown purewick capital), the fmea of both drydoc 1.0 and 2.0 is considered. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer said the system leaks and still gets urine all over the patient. She wants a refund. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared) per customer follow up information received via email on (B)(6) 2026 it was reported that I have been extremely disappointed with both the purewick system and the support we¿ve received. Despite spending hours troubleshooting with customer service and following every instruction we were given, the device never functioned as promised. My father was repeatedly left soaked in urine because the system failed to effectively collect it, making it completely unreliable for his care. This had a significant impact on his daily care. My father has neurological issues, requires total care, and has had multiple utis in the past six months. Having him repeatedly sit in urine because the device would not work increased my concerns about skin breakdown, discomfort, and another urinary tract infection. I repeatedly reached out for help, spent an excessive amount of time on hold, and followed all of the recommended troubleshooting steps, but the issues were never resolved. I did not feel that we received the assistance needed, and ultimately the product was unusable for us. I do not have the lot number available at this time. The patient is my father, and I can provide any additional patient information if needed. I also still have the product if your team would like to inspect or evaluate it. I hope this complaint helps improve the product and the support process for other families caring for medically complex loved ones.